Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study, a 21mm watchman ® aaa closure device was successfully implanted in (B)(6) 2014. During the procedure, one partial recapture was performed due to the seal; however a complete seal was noted prior to release. In (B)(6) 2015, the patient expired suddenly at home. There is no information on the cause of death.